Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced the septum being pushed into the adapter. The following information was provided by the initial reporter, translated from chinese: the patient was treated with anti-inflammatory due to pulmonary infection, and the PICC catheter was indwelled due to the difficulty of peripheral intravenous infusion. When the catheter was maintained and the connector was replaced once a week for the patient, it was found that the spring at the connector could not rebound, so that it could not be connected to the infusion set, to replace the infusion connector.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced the septum being pushed into the adapter. The following information was provided by the initial reporter, translated from chinese: the patient was treated with anti-inflammatory due to pulmonary infection, and the PICC catheter was indwelled due to the difficulty of peripheral intravenous infusion. When the catheter was maintained and the connector was replaced once a week for the patient, it was found that the spring at the connector could not rebound, so that it could not be connected to the infusion set, to replace the infusion connector.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.